Manufacturer narrative:
Unit powered up properly after battery installation. No blank display noted. Unit was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit and failed battery test alarms during testing. However, unit alarmed motor error during occlusion test due to faulty force sensor resistor. Unable to perform occlusion test, prime test, excessive no delivery test due to motor error alarm. Unit passed self-test, unexpected restart error test, rewind test, basic occlusion test and displacement test. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery alarm. The customer changed the battery and the insulin pump alarmed battery out limit alarm after the battery change. The caller stated that the battery was out of the insulin pump greater than duration allowed by the device. The customer also stated that the display of the insulin pump was blank. Troubleshooting was performed and the caller stated that there are two cracks on the battery compartment. The caller stated that they are not sure how the damage to the device happened. At the time of the incident, the customer's blood glucose was 226 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.